Event description:
It was reported that a suspected, nonspecific malfunction was noted on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received indicated that the patient received inappropriate therapies. Lead will be revised in the future.